Event description:
It was reported that the procedure was to treat a lesion located in a shunt vessel that had moderate tortuosity, heavy calcification and was 75% stenosed. The fox cross balloon catheter crossed the lesion; however, the balloon ruptured at 10 atmospheres during the first inflation. There was no resistance felt during advancement of the balloon catheter to the lesion. A new fox sv was used for further dilatation and the procedure was completed. There was no clinically significant delay in procedure and no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.